Event description:
It was reported that prior to a procedure, incorrect item was allegedly found in the package. There was no patient contact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Upon receiving additional information, it was determined that a reportable event had not occurred.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending and a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a procedure, incorrect item was allegedly found in the package. There was no patient contact.